Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer pulled 170 units out of the cartridge when the pump reported zero for the insulin level. There was no reported impact to the customer's blood glucose level. Recommendation was made to change the cartridge.